Event description:
It was reported that metal shavings were observed coming from the core universal driver during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.